Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator occurred high rate, low peak inspiratory pressure and low minute ventilation. Patient transferred to another ventilator and confirmed no harm to the patient.